Event description:
The customer alleged that the vent went "inop" while on a patient. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. There was no parts replaced. There was no patient harm reported.